Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20118116, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patients leads had migrated two vertebral levels down. The patient underwent a revision procedure wherein the leads were replaced.